Manufacturer narrative:
Approximate age of device - 4 years, 4 months. The initial submission of this event was reported by the manufacturer under MFR medwatch # 2916596-2018-01065. This report is being submitted as additional information. Manufacturing evaluation conclusion: the reported no external power events and alarms were confirmed through evaluation of the submitted log files. Transient no external power events were captured on (B)(6)2018, 12:28 and 12:33, while the system was connected to the mpu, and corresponded to alarms for low battery hazard and no external power. The associated voltage values indicate that these events appeared consistent with a loss of power to the mpu. This could have been caused by the ac power cord disconnecting from the back of the mpu, the power cord being disconnected from an outlet or loss of power to the home. The system switched to the internal back-up battery in the system controller and no interruptions in device therapy were captured. The events resolved upon reconnection to the mpu. The account reported the power cord disconnected from the back of the mpu and the patient was issued a new cord with the v-lock. The serial number for the mpu was not provided. The patient remains ongoing and no further issues have been reported at this time. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that several low voltage alarms were observed. Technical service reviewed the log file submitted, which contained low voltage alarms on (B)(6) 2018, (B)(6) 2018, and (B)(6) 2018. These look to have happened due to loss of power to the mobile power unit (mpu). On (B)(6) 2018, it was reported that it was believed that the power cord came loose from the back of the mpu. The patient was issued a new locking mpu cord. No pump issues were identified in the ramp echocardiogram performed on (B)(6) 2018. Additional information was requested, but was not provided.